Event description:
It was reported that cartridge alarms occurred during the load sequence. Customer's blood glucose (bg) was 426 mg/dl. A manual insulin injection was administered to address bg level. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.